Manufacturer narrative:
Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's lactate dehydrogenase (ldh) was elevated to 645 u/l on (B)(6) 2018 and during device interrogation, pump parameters had increased to 7-8 between the hours of 0900-1000. No other events were noted and the patient did not report any other changes. The patient electively was admitted into the hospital due to continuing slow rise in ldh. Over the course of hospitalization, ldh did not increase any higher than when patient was admitted. Plasma free hemoglobin was within normal limits, ua was negative, echocardiogram showed lc more dilated. The patient was asymptomatic and treated with bivalirudin until ldh stabilized and then was transitioned back to coumadin. The patient was discharged home on (B)(6) 2018 with plan to follow up in vad clinic.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 2 lvas, serial number (B)(4), and the report of elevated ldh could not conclusively be established through this evaluation. Analysis of the submitted log file revealed no atypical events and appeared to show the system functioning as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.